Event description:
It was reported the angio-seal device was deployed in 2000 and the pt was sent home; 48 hours post-procedure, the pt complained of pain and burning at the femoral site. The pt returned to hosp for an ultrasound, which revealed the device was intact and no hematoma was present. The site was drained and cultured, revealing an infection. The pt had no further complications.